Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the therapy pads. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient is using benadryl cream on the skin irritation and it's improving. Additionally, the patient reported that he has a wound vac and he has a nurse who helps him with it. It's unclear, if the wound vac is from an injury caused by the lifevest. Reporting out of abundance of caution.